Event description:
In 2006 a pt underwent repair of a type b dissectionof the thoracic aorta using the gore tag thoracic endoprosthesis. CT studies 4 and 6 weeks post operatively showed the procimal end of the thoracic aneurysm/false lumen to have increased indiameter. Additionally, an arteriotomy revealed a type 1 endoleak proxiamlly as well as a re-entry site distally at the celiac axis. Six weeks later the following were performed: a revision of the endograft, a left nephrectomy, an aortomesenteric bypass, and a complete transpositional bypass of the left subclavian-carotid arteries. All surgical interventions were successful, allowing the physician to place a tag device proximally, intentionally covering the ostium of the left subclavian artery, which created adequate seal to stop the proximal type I endoleak. A distally placed tag device isolated the tear in the septum between the true and false lumens of the aorta, which completely excluded the false lumen. The pt tolerated the procedure without major complications.